Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient experienced a perforated ventricle (apical laceration), which resulted in cardiogenic shock. The perforation was associated with a boston scientific amplatz super stiff 1-cm tip wire. The patient was treated with a transfusion of blood products (7 units packed red blood cells (prbcs), 4 units fresh frozen plasma (ffp) and 4 units platelets), which resolved the issue. There were no subsequent adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)